Event description:
It was reported that after deployment of a vascular stent in the left sfa, fluoroscopy demonstrated a fracture in the proximal third of the stent and a balloon was used to completely appose the stent to the vessel wall. Two days later, the sfa reoccluded and an attempt was made to place a stent graft within the fractured stent; however, the stent graft became stuck within the fractured stent and it could not be deployed or removed. Open surgical intervention was performed to remove the stent graft and stabilize the vessel. The next day, the sfa reoccluded and mechanical thrombectomy was performed, without success. No further information is available at this time.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No additional complaint has been previously reported for this lot number. The investigation is currently underway.